Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the detachment operation on a lower gastrointestinal tract tumor resection, the handle remained closed and failed to return to its original position after several sealing activations following the start of the operation. The mesentery was being sealed in a bundled manner but the handpiece was not applied on a tissue when the issue occurred. The device was carefully wiped each time it was returned from the sterile field to the scrub nurse. The knife blade had returned to its original position and the blade was not protruding beyond the edge of the jaw. They took out and used a new handpiece, which worked without any issues. There was no patient injury.